Manufacturer narrative:
Balt USA reference#: (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed the introducer sheath was included in the device return with the coil system. We observed the associated microcatheter was not returned. We noted the implant coil was severely stretched; however, it remained connected to the delivery pusher. We noted the sr thread within the implant coil was opaque in color due to the stretched implant coil. We observed no signs of detachment cycle being ran at the detachment zone. We observed the detachment zone to be severely kinked. We noted that due to the damaged condition of the implant coil, further advancement testing could not be performed on the returned coil system. Root cause of the reported issue cannot definitively be determined due to the damaged state of the returned device. Upon return of the device, we observed no sign of a detachment cycle being ran. In addition, we observed the implant coil to be severely stretched and knotted, however it remained connected to the delivery pusher. Due to the severely stretched and knotted implant coil, further advancement testing of the returned coil system could not be performed. It is unknown exactly when the implant coil had become damaged, however it is possible that if some of the damages were to have been sustained during the procedure that this could have led to the reported friction felt by the user. It is unknown if the associated microcatheter had become damaged, which could have also contributed to the reported issue. If the microcatheter had become kinked or ovalized while attempting to advance the coil system, this could have caused excessive friction for the implant coil and lead to the reported issue. Without the return of the associated microcatheter, further analysis could not be performed. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the implant was free of damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaint against lot number: f231001037 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The initial notification of this event was received on 11/20/2024, for which the event details were assessed and determined the event did not meet any regulatory reporting requirements. Additional information received from the issuer regarding the case on 11/24/2024, for which the complaint file was re-assessed for reportability and concluded that based on the additional information received, this complaint file will be updated to a reportable event. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "patient information: sex: unknown, disease name: unknown, procedure: unknown, micro catheter: unknown, assist stent: unknown, y connector: unknown used coils: unknown. Description: during a pre-use check of the optima coil system, there were no problems. To insert the implant coil into the aneurysm, the physician repeatedly inserted and withdrew the coil. However, at a certain point, the coil stopped responding to the advancement of the delivery pusher, and the physician was unable to advance the coil any further." Update 24nov2024: additional information received from the issuer: "additional information: the optima coil system was used as the third coil. During the pre-use check of the optima coil system, the xcel showed a solid green light indicating no issues. The optima coil system was able to reach the aneurysm without any problems. However, while it was being inserted and withdrawn for repositioning within the aneurysm, it became stuck. After that, the detachment operation of the optima coil system was not performed, and it was retrieved using a snare device. The procedure was then completed using a replacement coil. This event took around 10 minutes. Upon checking the retrieved optima coil system, no stretching or damage was found." Incident report form submitted for this complaint indicates that no patient injury was sustained.